Event description:
A report was received that the patient was experiencing loss of therapy. The physician reviewed x-ray results and determined that the lead had migrated and decided to revise the lead. During the lead revision procedure, the physician observed that the lead was damaged near the anchor so the lead was replaced. The patient was doing well post-operatively.

Manufacturer narrative:
Additional information was received that the damaged lead had exposed cables.

Event description:
A report was received that the patient was experiencing loss of therapy. The physician reviewed x-ray results and determined that the lead had migrated and decided to revise the lead. During the lead revision procedure, the physician observed that the lead was damaged near the anchor so the lead was replaced. The patient was doing well post-operatively.

Manufacturer narrative:
Additional information was received that explanted lead was not returned to bsn as it is in the possession of the patient. A review of the manufacturing documentation for the lead revealed that no anomalies or deviations potentially related to the event occurred during manufacturing.

Event description:
A report was received that the patient was experiencing loss of therapy. The physician reviewed x-ray results and determined that the lead had migrated and decided to revise the lead. During the lead revision procedure, the physician observed that the lead was damaged near the anchor so the lead was replaced. The patient was doing well post-operatively.